Event description:
The pt tested blood glucose on suspect device at 12:30 pm and was 297 mg/dl. One hour later he passed out while working outside. He was unconscious for 4 hrs. During those 4 hrs he was exposed to extreme temperatures. At the hospital, he had to be thawed before receiving treatment. The hosp tested his blood glucose and was 34 mg/dl on their device. While in the hospital, he underwent an angioplasty. Dr did not indicate that heart blockage was the cause of the incident. The pt does not indicate what kind of treatment he rec'd for diabetes.